Event description:
A manager from the ICU called to report a customer was admitted to the hosptial for high bgs. It was stated that it was unsure if high bgs were pump related. The customer had previously a kidney transplant. The pump was not available for troubleshooting.